Event description:
It was reported that the atrial lead exhibited noise and there were 16 automatic mode switch episodes since the last follow-up. Bipolar lead impedance was chronically low, between 207-215 ohms and unipolar impedance was 202 ohms. Noise could not be recreated with isometrics or pocket manipulation. The patient would be monitored.

Manufacturer narrative:
No medwatch form was received.